Event description:
It was reported that "they were unable to obtain satisfactory ECG readings/tracings when using these ECG electrodes". There was no pt injury or compromise of the procedure mentioned.